Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: prowler 14 microcatheter (details unknown), another 2 coils (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the 4th coil (637cf0721/17109926) could not be advanced into the aneurysm. Big resistance was felt. The surgeon withdrew the coil with the prowler 14 microcatheter (details unknown). Pushed out the coil slowly and it was found stretched and prematurely detached. Changed to use another 2 coils (details unknown) to complete the procedure. There was no report on the patient injury. The target vessel was pcom. The level of calcification and tortuosity are unknown. It was initially reported that the product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter.

Manufacturer narrative:
Device was returned for analysis on 6/13/2016. (B)(4). Conclusion: it was reported by the hospital contact that during the posterior communicating artery coil embolization, the 4th coil, and orbit complex fill (637cf0721/17109926) could not be advanced into the aneurysm due to resistance. The surgeon withdrew the coil with the prowler 14 microcatheter (details unknown). The pushed the coil slowly out of the microcatheter, and it was found stretched and prematurely detached. They used and additional two unspecified coils to complete the procedure. There was no report of patient injury. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. A non-sterile orbit complex fill 7x21 tdl was received coiled inside of a plastic bag. The hypotube was inspected, and it was found kinked at 7.4, 108 and 147.4 cm from the proximal end of hub. The introducer was received un-zipped, and it was found without damage. The support coil and gripper were received outside of the introducer. No damages were noted on the support coil. The gripper was inspected under vision system, and it was found without damaged. No obstructions or damage was noted on the purge hole and gripper. The embolic coil was found separated, the soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece while the rest of the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed since the rest of the embolic coil was found separated from the headpiece. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The resistance between the orbit and the prowler 14 could not be confirmed since the embolic coil was received separated from the headpiece and stretched. The premature detachment reported by the customer was not confirmed due to the presence of the headpiece in gripper, however, unreported coil separation was confirmed. The condition found on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving from the manufacturing facility. Handling and procedural factors could be contributed to this condition. Therefore no corrective action will be taken at this time.